Event description:
It was reported by the patient that the patient's cardiologist believes that the patient's implantable pulse generator (ipg) was interacting with the patient's neurological medical device causing a loss of therapeutic effect from the neurological device. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 3093 interstim urinary lead: (B)(6) 2010. A 3058 interstim urinary implantable pulse generator: (B)(6) 2013. (B)(4).